Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first began on (B)(6) 2017 at approximately 8am when he obtained a blood glucose result of 234mg/dl using the subject device compared to a reading of 112 using a onetouch ultra2 meter within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient also alleged obtaining a result of 330mg/dl using the subject device which he felt was high compared to his feelings and/or usual results. The patient manages his diabetes using an insulin pump it is unclear if he made any changes to his usual routine in response to the reported issue. The patient claimed to experience symptoms of ¿weakness, unable to walk and sweaty¿ 3 to 4 hours after the alleged issue began, and was reportedly rushed to hospital via ambulance at 1pm where his blood sugar was measured using an emergency services meter with a result of 43mg/dl. The patient received hcp of IV glucose and food/drink in response to the alleged issue and was released from hospital later the same day around 6pm. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.